Manufacturer narrative:
Patient identifier: multiple patient involved. Implantation date unknown. This report is for an unk - screws: cannulated/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: rancy, s.k. Et al. (2018), success of scaphoid nonunion surgery is independent of proximal pole vascularity, journal of hand surgery, vol. 43(1), pages 32¿40 (USA) the purpose of this study was to determine whether proximal pole vascularity affects the likelihood of healing or the time to union in patients with scaphoid nonunion treated by non-vascularized autogenous bone grafting and rigid fixation. From november 2014 to september 2016, a total of 35 patients (29 males and 6 females) with a mean age 23 years; range 14¿49 were treated with a cannulated headless screw from various screw manufacturers including trimed (santa clarita, ca, USA), acumed (hillsboro, or, USA), medartis (exton, pa, USA) and synthes (paoli, pa, USA). The following complications were reported as follows: 1 patient had a failure of fixation at 14.5 weeks; the fracture was healed 18 weeks after revision by further internal fixation with bone graft. A male patient had delayed union who was non-compliant and returned to swimming and mountain biking shortly after the index procedure while still in a cast. He developed a superficial infection and did not reach 50 percent bony bridging on CT until 38 weeks. This report is for a cannulated headless screw. This is report 2 of 2 for (B)(4).